Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The serial number was not provided. The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient complained at their 6-month follow up visit with their doctor of being extremely bothered by halos, starbursts, and streaks of light post-operatively after an implantation of an intraocular lens (iol) on (B)(6) 2017 in the right eye (od). Reportedly, the patient drives a lot at night and stated that if the halos persist, she would like a removal and replacement of the lens. The patient''s reported best corrected distance visual acuity (bcdva) is 20/20 in both eyes. There is no intervention planned at this time. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient''s right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
During follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony, common device name: multifocal iols, product code: poe. Model#: zxr00, serial#: (B)(4), catalog#: zxr00u0220, expiration date: 1/23/2022, UDI #: (B)(4). (B)(4). Manufacturer report number: should begin with (B)(4). Device manufacture date: 01/23/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.